Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lots were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been one other similar event for the reported lot and reported sterile lot which relate to the same patient. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as operative reports, pathology reports, x-rays and device return are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient brought back (B)(6) 2015, right tha incision and drainage, antibiotic beads were removed from the wound, trident x3 liner was removed along with biolox ceramic v40 head, the wound was irrigated with saline infused with chlorhexidine, 9000cc was ran through the wound, a new trident liner was implanted and a new lfit 36mm v40 metal head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient brought back (B)(6) 2015, right tha incision and drainage, antibiotic beads were removed from the wound, trident x3 liner was removed along with biolox ceramic v40 head, the wound was irrigated with saline infused with chlorhexadine, 9000cc was ran through the wound, a new trident liner was implanted and a new lfit 36mm v40 metal head.